Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a sudden ventricular arrhythmia episode where this device delivered an anti-tachycardia pacing (atp) burst, which may have potentially accelerated the rhythm. This resulted in a shock that successfully restored normal rhythm. Technical services (ts) reviewed the data and noted intrinsic beats between the atp pulses, making it difficult to confirm or rule out the possibility of spontaneous intrinsic acceleration. Capture on the left ventricular (lv) channel was difficult to assess, and loss of capture (loc) could not be ruled out. After the shock, an increase in pacing thresholds was observed. Ts recommended an in-clinic visit for further evaluation. No additional adverse patient effects were reported. This crt-d remains in service.